Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer stated that they had the 400 mg/dl initially and it went up after treating with insulin pump bolus, so they visited their doctor. The customer was treated by the doctor with insulin manually. The customer stated that there were examined for diabetic ketoacidosis but it was negative. Customer declined to troubleshoot for high readings as blood glucose went down after the shot and had already change site and insulin. The product will not be returned for analysis.